Event description:
It was reported that the patient received inappropriate therapy. The r-wave amplitude decreased to 2-4 mv. Dislodgement was suspected. The device could not be programmed to resolve the issue. X-rays were suggested. No further information has been received.

Manufacturer narrative:
Na